Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis and a viral infection. The reported blood glucose reading was 496 mg/dl. Troubleshooting was performed and found that the customer was wearing the infusion sets longer than 3 days. The prime test initially failed, but after changing the infusion set the prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.